Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) visited the site and replaced the universal power distributor (upd) to resolve the error. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and while docking the patient side cart (psc). The customer was facing a non-recoverable fault. Tse viewed the system event logs and noticed an error code 31221 indicating a voltage error on armnet 3. The customer performed a hard power cycle on the system with emergency power off (epo) with no success. The customer attempted to disable armnet3 by pressing clutch button with no success. The surgeon decided to postpone the surgery. The procedure was aborted post anesthesia with no reported injury.